Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a af ablation procedure, due to the atrium being large, good placement and adequate capture could not be achieved during implant the lead was not used. At the end, a competitors lead was placed successfully. The patient was stable post procedure.